Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
The patient was revised on (B)(6) 2016. Operative report notes "presented in the office with disengagement of his femoral head from the trunnion of his hip that was done years ago. In addition, he had signs of damage of his trunnion and an elevated cobalt chrome level that were slight."

Manufacturer narrative:
An event regarding disassociation involving a metal head was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was returned for evaluation. Medical records received and evaluation: no patient medical records were available for review. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the subject device has been identified to be within scope of an nc and a CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of the nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
The patient was revised (B)(6) 2016. Operative report notes "presented in the office with disengagement of his femoral head from the trunnion of his hip that was done years ago. In addition, he had sgins of damage of his trunnion and an elevated cobalt chrome leveal that were slight".